Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent an cystoscopy and urodynamics on (B)(6) 2012, (B)(6) 2013 and on (B)(6) 2012 patient underwent cystourethroscopy. It was reported that patient underwent extensive transvaginal and abdominal urethrolysis with removal of the mesh on (B)(6) 2012 due to vaginal wall erosion post tension free vaginal tape, mesh complications, pelvic pain due to mesh and dyspareunia. It was reported that patient underwent extensive transvaginal urethrolysis, repair of suprapubic incisional hernia and creation of autologous fascial sling with donor site of the lower abdomen on (B)(6) 2013. It was reported that patient underwent an excision on undisclosed date due to severe urinary incontinence and post removal of mesh due to complications. It was reported that patient underwent abdominal exploration to repair of large left bladder hernia (incisional), cystocele repair, central defect, enterocele repair and rectocele repair using a high levator myorrhaphy technique on (B)(6) 2014. Patient had another excision on an undisclosed date due to vaginal prolapse, enterocele, rectocele, large incisional hernia and partial sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, anterior colporrhaphy with xenaform graft, vaginal vault suspension and posterior repair due to large cystocele (third degree) and mild sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.